Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A company employee was notified via phone of a patient death. Upon follow up with the patient¿s peritoneal dialysis nurse (pdrn), it was confirmed that the patient died on (B)(6) due to cardiac arrhythmia. A temporal relationship exists between pd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of fatigue, elevated troponin, elevated liver function tests, anemia, sepsis (attributed to gut translocation), acidosis, nausea, elevated lactic acid level, hypotension and subsequent death. The patient had multiple pre-existing comorbidities which may have been confounding factors such as: esrd, coronary artery disease, carotid artery disease, congestive heart failure, chronic obstructive pulmonary disease, diabetes mellitus, hypertension, and anemia. Due to the possible multi-factorial causes, the exact etiology for the patient¿s adverse event(s), cardiac arrhythmias and eventual death cannot be fully determined. Additionally, the liberty select cycler was not returned for product evaluation, therefore it cannot be evaluated for causal or contributory involvement. At the time of this investigation, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.